Event description:
Pt reported there was a "blot" on the infusion device display but all numbers and letters were correct and readable. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. Infusion device was replaced and returned for eval. The infusion device was thoroughly evaluated. The display reveals a black spot, and this might lead to a misinterpretation of insulin amounts. The damaged was caused by a mechanical impact. As the issue reported by the pt was due to a handling issue, no corrective or preventative actions will be initiated.